Event description:
Approx 182 months post implant the valve was explanted due to severe aortic stenosis. The valve was returned for analysis.

Manufacturer narrative:
H10. This follow-up form is being sent in response to FDA request for medwatch evaluation as a result of a user facility report. Copy of FDA letter and user facility report are attached. This event was reported by the MFR 4 weeks ago. Please ref. MFR. Report #2025587-1997-82. Medtronic was notified by the surgeon on 6/3/97 and requested medwatch 3500 from the user facility. To meet the required FDA 30 day time frame the MFR reported to the FDA without a user facility report using info received from the surgeon. H11. The user facility report attached that was provided by the FDA does not give any additional info from the report that has already been and in fact contains many errors: b1 - the user facility x product problem; MFR considers the event as an adverse event as it required reoperation. C.10 - the user facility has an address in this field which does not meet the field needs and according to the FDA instructions is not applicable to medical devices. D.6 - user facility has incorrect model # entered. Info provided on the MFR's report is correct.